Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced persistent low glucose readings throughout the day, as displayed on both her dexcom cgm app and insulin pump. In response, she consumed orange juice, sugar, and honey in repeated attempts to raise her blood glucose levels. Despite these efforts, the readings remained low, causing significant concern and confusion. Following her father¿s advice, the patient visited an urgent care facility. A manual blood glucose test was performed, which returned an ¿e-5 high¿ error indicating a glucose level beyond the device¿s measurable range. Despite this, her cgm and meter continued to display low (red) readings, making her hesitant to administer insulin. At some point, she detached her insulin pump. The patient reported consuming large amounts of food and drink in an effort to stabilize her glucose, which led to vomiting. At urgent care, she was informed that her blood glucose level exceeded 600 mg/dl and was advised to go to the emergency room (ER). At the ER, blood samples confirmed a critically high blood glucose level of 960 mg/dl. The patient was admitted to the intensive care unit (ICU), where she received IV fluids and insulin administered manually via pen. Although the report confirms the patient was transferred to the hospital, the duration of her stay (whether less than or more than 24 hours) was not documented. The patient later expressed frustration with the cgm¿s performance and requested that dexcom cover her hospital expenses, stating that she would pursue legal action if her request was not met. A replacement wearable device was processed by technical support; however, further details could not be obtained, as the patient refused to cooperate during follow-up on (B)(6) 2025. Of note, the patient uses tandem tslim in modified closed loop. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.